Event description:
This record is for the left side.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on march 25, 2020 with lot number 2523014. Analysis of the returned device identified: creases fold, deformation, brown particles in the shell, weight the device within specification, voids in the gel. Cloudy in the gel observed after autoclave cycle. The unit is not rupture based on the device analysis the final assessment is: no issues found related with the manufacturing process. Device no rupture.

Event description:
The device has been explanted .

Manufacturer narrative:
Additional, changed, and/or corrected data: a review of the device history record has been completed. No deviations or non-conformance's noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ruptured implant, side unknown. The device remains implanted.